Event description:
It was reported that there was a balloon failure in the bivona trach tube where the cuff only inflated on one side. This happened during the patient's trach change. There was patient involvement and no harm/adverse event reported.

Manufacturer narrative:
Unknown manufacturer: a catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, (B)(6) has been listed in sections d3. And g1. And the (B)(6) FDA registration number has been used for the manufacture report number. D4. Lot number, expiration date, UDI, and h4. Manufacture date are unknown; no information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
The following field was updated with additional information: a2. Age at time of event: 7 a2. Age units (patient): months a4. Weight: 7.4 a4. Weight units (patient): kg a6. Race: black or african american d1. Brand name: bivona tight to shaft neo v neck flange tracheostomy tube d3. Manufacturing plant name: smiths healthcare manufacturing s.a. De c.v. D3. Manufacturing plant address 1: ave calidad no. 4, parque d3. Manufacturing plant city: tijuana d3. Zip code: (B)(4) d3. Manufacturing plant state: na d3. Manufacturing plant country: mex d4. Catalog #: 67n040 d4. Primary UDI number: (B)(4). D9. Date returned to mfg: 31-may-2024 g4. PMA/510(k) #: na h6. Investigation codes: updated. Investigation summary: the sample returned consisted of one (1) for p/n: 67n040 in used condition, in a plastic bag. During the visual inspection it was detected that the cuff was stuck to the tube but after massaging the cuff unstuck and inflated correctly. Symmetry measurement was performed to confirm if the value is less than 33% established in the bivona tt-fg-tj qp. The symmetry value was 40% (8/20*100). The sample worked as expected and the failure modes reported by the customer were not confirmed. No root cause could be determined. A device history record could not be completed as no lot number was received.